Event description:
This is a report of a patient who experienced a disconnected transfer set during peritoneal dialysis (pd) therapy and was subsequently diagnosed with peritonitis. During pd therapy, a transfer set disconnection occurred, due to the patient poorly tightening the transfer set to the adaptor, but the patient continued with their pd therapy. Approximately a week later, the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The patient was treated with ceftazidime, 1g/day intraperitoneally (ip), and cefazolin, 2g/day ip. The peritonitis was resolving. No additional information is available. (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.